Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the anterior tibial artery. A 300cm straight tip v-14¿ controlwire® was advanced; however, after a non-bsc stent could not cross the occlusion, the physician removed the device out of the patient's body and a little resistance was felt during withdrawal. When the device was checked, it was noted that the hydrophilic coating on the tip was scraped. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated.   Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has tip bent, as part of overall visual revision. The device has the distal tip detached, kinked and also present a bent. Overall length, od of middle and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the anterior tibial artery. A 300cm straight tip v-14¿ controlwire® was advanced; however, after a non-bsc stent could not cross the occlusion, the physician removed the device out of the patient's body and a little resistance was felt during withdrawal. When the device was checked, it was noted that the hydrophilic coating on the tip was scraped. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.